Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Root cause of the event was most likely attributed to surgical technique. Corrective actions have been initiated to address the reported issue. There are warnings in the package insert that state that this type of event can occur: in care and handling of instruments section, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. During the procedure and prior to drilling into the patient's bone, the drill bit fractured inside the guide. There was no patient injury or delay in the procedure.